Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed cracked rear housing and a damaged air sensor. The event history log showed a higher density of ¿high pressure¿ alarms which indicated a faulty downstream occlusion (dso) sensor. Functional testing was performed with nothing to note. The root cause was unknown as no problem was reported. The rear housing, air detector, and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
No information was provided about the returned product. There was unknown patient involvement and unknown patient harm.